Event description:
During a sleeve gastrectomy procedure the ligasure was plugged into the appropriate machine. The surgeon alerted staff that the ligasure was "not working". A replacement ligasure was opened and did not work either. The procedure was completed using another vendor's product. There was no harm to the pt. Further details can be obtained from (B)(4).